Manufacturer narrative:
Correction: implant date should have been (B)(6) 2011 not (B)(6) 2011.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced (B)(6) 2019. The patient¿s condition was stable and was discharged home with no complications.